Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 237 mg/dl and 119 mg/dl. No quality controls were run. No adverse event reported. Customer states she threw strips away; a replacement was sent.